Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/06/2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. The problem was confirmed. The probable root cause was determined to be a low battery that led to a transmitter failure.